Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience serious injuries and multilink vision events referenced are filed under separate MFR numbers.na

Event description:
This is filed to report the xience deaths. It was reported through a research article identifying the xience stent and multilink vision stent that may be related to the following: death, myocardial infarction, restenosis, thrombosis and revascularization. Details are listed in the attached article, titled does large vessel size justify use of bare-metal stents in primary percutaneous coronary intervention? Please see article for additional information.

Manufacturer narrative:
(B)(4).